Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller stated last night her husband (patient) went in for a sleep study. The caller stated after they hooked up all the electrodes and turned them on the patient experienced excruciating pain in their feet. The caller stated they turned off the electrodes and within 10 min the pain subsided. The caller stated the ins was implanted for neuropathy in the feet and the patient said this was worse pain then the neuropathy. The caller stated that she believes the ins was turned off during the test. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-25. It was reported that when the technician turned on the electrodes, they experienced severe pain in their feet and then spread to their legs, arms and supper torso. Within 10 - 15 minutes of turning off the electrodes, the pain subsided. No further complications were reported/anticipated.